Event description:
During a meniscal repair procedure, the surgeon implanted both t's without issue but the knot became 'jammed' while it was being tightened. The surgeon had to cut the suture free and leave the t's in the patient. A delay of 30 minutes was experienced. A back-up device was successfully used to complete the procedure. No patient injury or complications were reported.